Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient developed ongoing ectopy that was unable to be controlled. A decision was made to remove the impella in the operating room and provide chemical support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.